Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the patient interface was not working properly. There was no patient impact or injury.

Manufacturer narrative:
Analysis found that the interface clamps are bent and the wave spring washers are worn. The parts have been replaced. The patient interface has been successfully tested according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.